Event description:
Report received that the device did not alarm for air in line during biomedical testing. There was no reported adverse patient event while the device was in clinical use. Though requested, no additional information was available.